Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to experiencing pre-syncope. This pacemaker is part of the high impedance advisory and had declared safety mode. Oversensing is also suspected as this led to pacing inhibition. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A request will be submitted to the field to obtain product return. Additional information: this device was returned for analysis. The investigation is currently in progress.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to experiencing pre-syncope. This pacemaker is part of the high impedance advisory and had declared safety mode. Oversensing is also suspected as this led to pacing inhibition. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to experiencing pre-syncope. This pacemaker is part of the high impedance advisory and had declared safety mode. Oversensing is also suspected as this led to pacing inhibition. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A request will be submitted to the field to obtain product return. This product was returned for investigation. This report includes device technical analysis.